Manufacturer narrative:
During testing, corrosion was found in the battery compartment of the device. The probable cause of the corrosion was due to leakage from the disposable aa batteries. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device needed repair. No additional information was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center corrosion from leakage from the disposable batteries was noted in the battery compartment of the device.